Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the lms final investigation. Despite good faith attempts the user culture result report was not shared. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unspecified contamination. The channel tube was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.